Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was loaded one time and the valve load was confirmed via visual check, tactile and fluoroscopy. A pre implant balloon aortic valvuloplasty (bav) was performed with a non-medtronic 24 millimeter (mm) balloon. Manual inflation pressure was used. The annulus size was noted to be 28 mm. On first deployment attempt, infolding occurred. The target implant depth was noted to be 3 mm. The valve was deployed using cuspal overlap technique. An attempt was made to align the commissures. The valve was recaptured one time. Per the physician, there was nothing ofnote in terms of patient anatomy that contributed to the infold. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.